Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
The customer reported that shortly after the patient was put on the intra-aortic balloon pump (iabp), all the wave forms were lost. There was no adverse event reported. No patient injury or harm reported.

Manufacturer narrative:
08/16/2017 03:14 pm (gmt-4:00) added by (B)(6) (B)(6):08/16/2017 08:56 am (gmt-4:00) added by (B)(6) (B)(6):a (B)(6) senior territory manager (stm) was dispatched to investigate. The stm evaluated the intra-aortic balloon pump (iabp) and was unable to duplicate the alleged malfunction. He verified cables with mini-sim, then performed functional and safety checks to meet factory specifications. The iabp passed all testing. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that shortly after the patient was put on the intra-aortic balloon pump (iabp), all the wave forms were lost. The iabp immediately swapped during this event. There was no adverse event reported. No patient injury or harm reported.